Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: v831457); product type: 0200-lead; implant date (B)(6) 2012; explant date (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that the patient called in because their ins battery depleted due to normal battery depletion. Patient asked if the device could be left in their body with the battery depleted, reviewed information and sent them healthcare provider (hcp) listings. Patient said they know the lead can migrate because their previous lead did. Patient said the ins replacement was supposed to be a quick procedure but during the procedure the hcp discovered the lead migrated so they had to replace the whole system.